Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during the ipg implant procedure on (B)(6) 2019, the physician discovered the end of the lead was damaged and would not fit into the ipg header. As a result, the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.